Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 2/5 of their automated peritoneal dialysis therapy. While troubleshooting the alarm, the family member reported the home patient's transfer set was not secure and leaked solution. Per initial report, the therapy was discontinued and would be completed with a manual exchange. Follow up with the home patient's nurse revealed no patient injury or medical intervention was related to the reported incident.